Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) generated a false low impedance alert for the left ventricular (lv) lead. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: fr995-23, tissue valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.